Event description:
The customer reported having hard drive issues and the system was slow in loading and sending images. The fe found the system was not booting up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.